Event description:
The customer's niece alleges the customer obtained back to back results of lo and 113 mg/dl. No report of an adverse event. Controls were not run. Return requested and replacement was sent.